Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited ultrasonic lens surface adhesion peeling. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Corrected data: g3. New information added to the following fields: h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 30sep2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined for the ultrasonic lens surface adhesive peeling. However, since the adhesive at the site appeared to have been scraped off, it is probable that external forces applied to the site may have occurred during normal handling, including cleaning of the device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): safety precautions handling and general precautions warning ¿ do not strike or drop the tip of the endoscope, soft part, curved part, operating part, universal code, or scope port. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts. ¿ do not forcibly hang the angle, operate the angle suddenly, pull or twist it with the angle engaged. Damage to the body cavity, bleeding, or perforation may occur. Angles may not return during the inspection. Olympus will continue to monitor the field performance for this device.